Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated he took out the batter and replaced them and received button error. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. Customer stated that insulin pump got caught in the rain. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratched display window, cracked battery tube threads, broken reservoir tube lip and moisture damage on lcd board.